Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive esc and act buttons due to unlocked lcd keypad connector.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button anomaly. The blood glucose level was 203 mg/dl. The customer reported that the buttons was not responding. The customer was advised to observe time clock for one minute to verify if time advances and found that it was advancing. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.